Manufacturer narrative:
Follow-up #1; date of submission: 10/16/2016. The device has been returned and evaluated by product analysis on 09/24/2016 with the following findings. A review of the black box showed a call service 088 alarm. 24 hour testing was performed and during testing a call service 088 alarm was emitted. The 24 hour testing was unable to be completed due to the reoccurring call service 088 alarm. The pump cover was removed to show internal moisture damage on the printed circuit board. Unrelated to the original complaint, the display screen had a pink contrast. The battery compartment was cracked on the sides from the threads to the cover.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.